Event description:
It was reported that a symptomatic patient experiencing muscle stimulation was presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.